Event description:
During a prostatectomy procedure, an error code 5 instrument error was received. After three activations, the instrument stopped. Another instrument was used and it worked properly. There was no reported pt consequence.